Event description:
It was reported that post-surgery, it was observed that the motor device had an undetermined malfunctioned after a surgical procedure. During in-house engineering evaluation, it was determined that the device did not rotate. There was no delay to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for an undetermined malfunction. Reliability engineering evaluated the device and found a the device did not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.